Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement ent instrument tracker shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure 6 days prior, their navigation system unexpectedly became unresponsive while navigating. The instrument tracker stopped tracking. A second tracker was brought in to use in continuing the procedure with no further issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.